Event description:
The enterprise vrd ((B)(4)) prematurely deployed inside the hub. The returned delivery wire was found with a stretched section. No further information regarding the event is available.

Manufacturer narrative:
One non sterile enterprise was received in a plastic bag. The introducer sheath was not received for analysis. The stent was received totally deployed and no anomalies were observed on it. Visually, the guidewire did not exhibit evidence of bends, kinks, or any other anomalies. The stent was inspected under microscope and the good condition of the stent was confirmed. The guidewire was also inspected under microscope and it was observed that an 18mm section was unraveled at approximately 50mm from tip end. Functional analysis for insertion could not be performed since the device was received without the introducer with the stent deployed. Lake region reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01424848. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported event could not be fully evaluated; however the stent was confirmed to be deployed. The device did not present with any indications of manufacturing defect or anomalies that may have contributed to the event as reported. The introduction procedure of the enterprise vrd is technique driven; requiring proper orientation and positioning of each component of the system. If prior to introduction of the stent fully within the microcatheter, the introducer is not fully seated in the microcatheter hub or there is movement of the introducer resulting in a gap, the proximal end of the stent will expand as it enters the gap. If the introducer is not secured, it will move and the gap will expand resulting in premature deployment of the stent in the microcatheter hub. The timing of the stretched condition of the delivery wire as related to procedural use cannot be determined. It is possible that it is related to the procedural technique during insertion. The records indicated that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time.